Manufacturer narrative:
This event was previously reported via asr on (B)(6) 2018; this report is intended to be a follow up report to submit additional information that has been received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, between (B)(6) 2015 - (B)(6) 2016: vaginal spotting, red vaginal discharge, bladder infections noted in history, recurrent uti, incomplete bladder emptying, urinary incontinence, chronic vaginitis, mesh extrusion with vaginal discharge, mesh extrusion, incontinence, exposed mesh through vaginal wall, vaginal atrophy, scar. On (B)(6) 2016: removal of vaginal mesh under general anesthesia. Almost complete mesh extrusion, necrotic vaginal epithelium. On (B)(6) 2016: two mild episodes of sui when bladder was really full. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.